Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - no predilatation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with mild tortuosity and mild calcification. The 2.5 x 23 mm xience v stent delivery system (sds) was advanced for direct-stenting. It was noted that the sds did not feel right going through the guiding catheter. The sds was continued to be advanced; however, met some resistance in the ostium of the rca. The sds was removed without issue and it was observed that the stent was not on the balloon. The stent was seen under angiography in the proximal rca. A 2.75 x 8 mm xience v stent and a 2.75 x 12 xience v stent were used to crush the stent to the vessel wall in the proximal rca. Post-dilatation was performed, and a 2.25 x 12 xience v stent was used to successfully treat the target lesion. The patient had a good result. No additional information was provided. Returned device analysis found that the outer member was separated at the proximal seal and the soft tip was stretched distal to the clear gap for a length of 3mm. The account confirmed that the tip was noted to be stretched after the device was removed from the patient; however, there was no resistance noted during removal.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement and stretched tip were able to be confirmed. The resistance with the guiding catheter and failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.